Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2012, this patient underwent an endovascular repair of an aortic arch aneurysm using two gore tag thoracic endoprostheses (tgt4015/9740564, tgt3720/9630818). Prior to the implantation of the devices, a subclavian to subclavian artery bypass and a carotid to carotid artery bypass procedures were performed. Additionally, to maintain the blood flow into the right common carotid artery, a gore excluder contralateral leg endoprosthesis (pxc161000/9455019) was implanted in the right common carotid artery to the ascending artery. It was reported that there were significant thrombus on the patient's aortic wall preoperatively. The procedure was concluded with no endoleak. The patient tolerated the procedure. On (B)(6), 2012, the patient suffered a stroke. (This event was reported under MFR. Report # 2017233-2014-00194.) On (B)(6), 2013, an endoleak was identified between the tgt4015 and the pxc161000. Coil embolization was performed to treat the endoleak. On (B)(6), 2013, the endoleak persisted and aneurysm enlargement (unknown amount).